Event description:
The manufacturer received information alleging a ventilator was alarming in red and shuts off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was an evidence of dust and dirt contamination.